Manufacturer narrative:
(B)(4). Premature sled movement. Device (a) was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was received for analysis with no visual non-conformances and with a cartridge reload loaded on the device. The reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5f66m (mfg date 01/18/2012; exp date 12/18/2016).

Event description:
It was reported that during an unknown procedure surgeon reported the device would not staple. Surgeon opened another stapler and had difficulty with the stapler firing and/or releasing. Competitor's device was used to complete the case.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested by ees to the customer: your report indicates the surgeon is alleging these devices have been malfunctioning for two weeks. Were the other events reported? If not, please report the other issues. The customer called back stating that she cannot provide additional information in regard to other possible cases in which problems were noticed.